Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of air bubbles from the reservoir. The customer's blood glucose reading was 412 mg/dl. The approximate sizes of the air bubbles are tiny, but there are not a lot of them. The customer was advised to change fixed prime amount back to the appropriate cannula prime amount for their infusion set. The amount fixed prime was reprogrammed to 0.7 units. The customer finished troubleshooting for high blood glucose.